Event description:
It was reported that after the procedure, the cord between the handpiece and the battery pack was cut. The batteries in the battery pack exploded. There was no pt involvement and no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received by the MFR for investigation. The investigation is ongoing. The instructions for use that come with each device state "warning: do not cut the power pack from the unit for disposal. Cutting through the power cable result in shock, excessive heat and/or sparks, which may cause personal injury and/or fire." The sales rep will be visiting the site to review safe battery removal from this device.